Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(4) 2013; during the surgery on (B)(6) a 13mm dia, 340mm long a2fn nail was inserted into the patient¿s right femoral canal. It was decided that given the height of the patient this was too long and so was exchanged for a 300 mm long nail. This occurred without incident. The surgeon placed the initial caudal 3.2 mm guide wire which seemed to run anterior to the nail. The jig was tightened and the guide wire passed through the nail as per the technique guide. The reamer was set to the desired length (95 mm) and reaming occurred without issues. When the hip screw was threaded into the nail there was significant metal on metal contact which scored the screw. The surgeon decided to remove this screw and try a second screw of the same length. It was reported that the issue occurred for a second time. The surgeon made the choice to proceed with standard locking of the two proximal 5 mm locking screws. No distal locking was done. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an implant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient: in her 80¿s. A review of the device history records was performed and no complaint related issues were found. The visual inspection of the returned device performed as part of the product development evaluation reported visual damages on the screw shaft. Incision for protection sleeve: a mismatch between the incision and the protection sleeve may lead to tension by the soft tissue on the protection sleeve and therefore may lead to deform the instruments. No further evaluation can be made as only the recon screws have been returned. The screws show some wear along the shaft the complaint condition is likely the result of user technique contributing to the described complaint issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis.